Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for pseudomonas. The issue was found during a routine culture of the scope on (B)(6) 2025. The customer noted the scope was retested on (B)(6) 2025 and no growth was reported. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.